Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical service was dispatched and customer was hospitalized due to hypoglycemia on june 13, 2021 with blood glucose level of 53 mg/dl. The customer was treated with carbohydrate intake. Customer was experiencing the symptoms related to the low blood glucose were the vomiting, nausea. The insulin pump will not be returned for analysis.